Manufacturer narrative:
One 72203705 healicoil regenesorb, 4.75mm suture anchor with one ultratape, blue, and one (#2) suture, black cobraid returned. The device does not show signs of stripping or over-torque. Prep according to IFU recommendations is critical for ease of insertion and successful anchoring. The bone condition was listed as soft. The other clinical details provided were appropriate for this product, although there was a statement: ¿4.0 stonecutter burr used to decorticate footprint¿. No root cause associated with the manufacture of this device could be supported. No further investigation warranted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the device coils broke off as the device was beginning to be inserted into the bone tunnel. A backup device was available to complete the procedure without delay. No patient impact was reported.